Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call during troubleshooting for sensor reading error that the customer experienced a low blood glucose of 49mg/dl. The customer's mother stated that the customer was treated with juice. The mother also reported that the customer also experienced a high blood glucose of 561mg/dl. Troubleshooting was not performed due to the mother not being with the customer. The insulin pump will not be returned for analysis.